Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (printed circuit board). After disconnecting and reconnecting the internal battery connector at printed circuit board. Insulin pump was monitored and functioned properly. Unit was received with faded serial number label, scratched case, scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power error alarms several times. The customer's blood glucose level was 222 at the time of the incident. The customer also reported that the insulin pump was malfunctioning. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.